Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After performing ablation with a 1.5mm rota burr and pre-dilatation with an emerge balloon catheter, it was confirmed that the indentation has been removed. A 16 x 3.00 promus premier drug-eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another promus premier stent. No patient complications were reported.